Event description:
A physician reported that during testing an ophthalmic console turned off by itself in some procedures. Procedure details and patient impact were not reported. Additional information has been requested non received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections, h.6 and h.10. A service record relevant to the reported complaint was found. Service record (sr) was opened on to address the reported event. The value of the repair was sent to the customer, which the customer did not approve of. As of june there have been no spare parts sent to the customer or further service requested. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. This complaint was opened to treat the same occurrence of the system shutting down on previous occurrences in the two months before the date of first receipt. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).